Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 2.1 mmol/l and the sensor never suspended and pump did not alarm. Customer checked low suspend and it was set to 3.4 mmol/l and on, reviewed alarm history for today and there were no alarms, went through daily summary and then a high because she over corrected, and then another low 2.7 mmol/l because customer did not eat over correcting again, and then a high 18.8 mmol/l at supper cause again she over corrected without the sensor and customer did correct via pump just before call. Customer also stated that, when removed sensor and there was no electrode. The device is not expected to be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.